Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "caused her big toenail on her right foot to turn black. She had to have the toenail surgically removed." Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation.